Event description:
It was reported that telemetry cannot be maintained with a device unless there is manipulation of the programmer rf (radio-frequency) head cord. A fractured wire in the cord is suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the cable was damaged and telemetry was intermittently functioning.